Event description:
This incident was reported by the patient's prescribing optician, who did not see or treat the patient during or after the incident. The details were relayed by the patient, limited information has been made available. It is reported that the patient, in error, fell asleep with contact lenses instilled and woke with eye pain. After two days of symptoms the patient sought treatment at a hospital facility and was diagnosed with a bacterial infection of the right eye. It is indicated that the patient had to have multiple types of eye drops, unspecified, instilled hourly for 24 hours and several months of ongoing treatment, no additional details provided. The prescribing optician indicates that the infection has resolved but the patient is left with a central corneal opacity and a permanent reduction or loss of vision in the right eye. This incident is being reported due to the indication of permanent injury. Should additional information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.